Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on venous occluder lid was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The reported issue was confirmed by a photograph. The user facility's biomedical department (biomed) is going to replace the latch.